Event description:
It was reported that bd extension set was leaking the following information was received by the initial reporter with the following verbatim: customer shared that the extension set at the t-port connection was leaking blood during aspirating. Or it would leak saline. Customer said this has happened on 8 extension sets opened by nurses in the ed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
Material#: mzxt5307 batch#23119255. It was reported by customer that customer shared that the extension set at the t-port connection was leaking blood during aspirating. Or it would leak saline. Customer said this has happened on 8 extension sets opened by nurses in the ed. Verbatim: customer shared that the extension set at the t-port connection was leaking blood during aspirating. Or it would leak saline. Customer said this has happened on 8 extension sets opened by nurses in the ed.

Manufacturer narrative:
It was reported by the customer that the extension set at the t-port connection was leaking blood during aspirating. One photo of material number mzxt5307 was submitted for quality investigation. Evaluation of the photo shows an extension set within a plastic bag. The photo does not show the reported leakage. The customer complaint of leakage could not be confirmed. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mzxt5307 lot number 23119255 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.